Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the black pulse wire in the trunk cable was short. The cause for the pulse lead hi-pot test failure is the shorted black pulse wire. The cause for the shorted black pulse wire is a cut in the trunk cable. The root cause for the cut in the trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.